Event description:
As reported by the user facility: ref number (B)(4), serial number (B)(4), incident occurred (B)(6) 2014. Pump not delivering correct rate infusing faster than programmed, no other details included. Uhs attempted to duplicate the same set up and could not. Reference MFR report 9610825-2014-00034.